Manufacturer narrative:
Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received in with CPAP control knob broken off, o2 concentration control knob end cap was missing, battery cap was cracked, and front panel bowed out. The CPAP control knob was broken off from the spindle. The complaint was confirmed. The root cause was user interface from physical impact to the device. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced CPAP control knob and installed a new end cap. Replaced MRI battery, sintered filter, and o-rings. Replaced all cracked small knobs, battery cover and front panel. Replaced missing lid spacer. Adjusted peep control valve and CPAP control to tolerance. Performed preventative maintenance (pm), recalibrated, and cleaned the unit. The device passed all functional and delivery tests.

Event description:
It was reported that the device's CPAP knob is broken. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.